Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2,000 ohms. A surgical revision was performed and the lead was disconnected from the device and tested separately to rule out a device malfunction. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.